Manufacturer narrative:
Damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. Pre-operative radiological imaging confirmed that the electrode array was partially out of the cochlea. In addition the implant housing was found shifted during explantation. This could have contributed to the damage to active electrode. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
In situ measurements show some electrode channels with high impedance status and one channel with fluctuating impedance. Hearing performance is affected. The patient has been re-implanted. During explantation, the implant housing was found shifted and the electrode array was found to be outside of the cochlea, though it was confirmed to be partially in the cochlea during the pre-operative CT scan.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ measurements show some electrode channels with high impedance status and unstable channel. Hearing performance is affected. Re-implantation is scheduled.